Event description:
It was reported that a patient underwent a laparoscopic ipom procedure on (B)(6) 2011 and mesh was used. During the procedure, due to intense manipulation of the mesh, the coating was damaged and it had to be removed. A second mesh was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Results: the actual device involved in this event was returned for evaluation. The device was visually examined under a stereomicroscope. The orc layer was present, but discolored to a dark brown color from being used in surgery. No significant damage was observed on either side of the mesh that appeared related to use in surgery. The orc layer was dried and cracked along the folds and at numerous sites along the edge, but that damage was more related to exposure during surgery and subsequent drying and embrittlement of the orc. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.